Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with the left ventricular (lv) lead exhibited high out-of-range (oor) pacing lead impedance of greater than 2,000 ohms, pacing inhibition and all the lv r-wave measurements were displayed as paced. No patient symptoms were observed. The device was reprogrammed. Additional information indicates that the cause of the observation remains undetermined at this time. An x-ray was obtained and the patient was scheduled to follow-up with the electrophysiologist at a later date. The system remains in service. No adverse patient effects were reported.